Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle broke off in the consumer's stomach during the injection, and was removed by plyers via consumer's husband.

Manufacturer narrative:
Investigation summary: customer returned ( 1 ) 5mm, 31g bd pen needle without the tear drop label. Customer reported needle break during injection. The returned pen needle was examined and it exhibited a broken patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - needle broken at pe. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples.

Event description:
It was reported that the bd ultra fine¿ pen needle broke off in the consumer's stomach during the injection, and was removed by plyers via consumer's husband.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine pen needle broke off in the consumer's stomach during the injection, and was removed by plyers via consumer's husband.

Event description:
It was reported that the bd ultra fine¿ pen needle broke off in the consumer's stomach during the injection, and was removed by plyers via consumer's husband.

Manufacturer narrative:
Correction: the initial manufacture date reported was incorrect. The following information has been updated: device manufacture date: 2018-07-05.